Event description:
It was reported that during use in a meniscus repair surgery, after the t1 of the fast-fix was implanted, t2 was deployed simultaneously. It is unknown if there was a delay. The procedure was finished with a smith and nephew back up device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use in a meniscus repair surgery, after the t1 of the fast-fix was implanted, t2 was deployed simultaneously. All the ts were removed from the patient. The procedure was completed with non-significant delay and was finished with a smith and nephew back up device. No patient complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. The suture and and both anchors were not returned. The depth limiter button was not in the default position. The actuator tip was in the t1 position. The actuator tip functioned as designed. An evaluation of the customer provided images showed in the first image a s+n box with the batch number of the complaint on the label. The second image is of the device laying on a surface. The t1/t2/suture are off the needle. Part of the suture and possibly a knotted ball of suture are laying beside the device. The third image is of the patient chart stick labels showing the information of the product. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that may have contributed to the reported event include an unintended second actuation of the device or excessive retraction of the device causing t2 to be pulled from the needle. No containment or corrective actions are recommended at this time.